Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with approximately 110 units. Additionally, it was reported that there were air bubbles in the tubing. The user loaded new cartridge/tubing, no longer observed air bubbles, and resumed insulin delivery. The user reported a blood glucose level of 206 mg/dl.